Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis did not permit to find the cause for the two crashes that occurred. Unique identifier (UDI) #: (B)(4).

Event description:
1st shutdown occurred at 9:15am. During registration the screen went black then immediately redirected to the rosa home screen (new patient folder, load patient folder, exit page screen). Company representative (cr) reloaded the patient folder and attempted to continue registration. 2nd shutdown occurred at 9:26am. While reviewing the planned trajectories the mouse lagged and froze and all buttons were frozen. Cr manually shutdown the robot, unplugged, and restarted the robot and system. No more shutdowns occurred after the manual shutdown and restart. Both shutdown events occurred during a seeg surgery prior to registration. There was no patient impact or injury however the shutdowns created a case delay of 10 minutes. Surgeon was very frustrated with the delay and continuous shutdowns.